Event description:
As reported by the user facility: a critically ill patient was getting a high-rate infusion of norepinephrine to maintain stable blood pressure. While trying to set up the next bag automatically, the nurse ran into device alarm 2042, which caused the device to shut down.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This complaint has been identified as b braun medical internal complaint number (B)(4). The actual device involved in the reported incident was not returned for evaluation. The logs were provided for review. Log review shows on log review shows on (B)(6) 2025 and 5:07am a continuing infusion of 246.11ml with infusion start of 87.28ml/hr (dl: norepine; dose rate .22mcg/kg/min; weight 105.8kg). At 5:09am with a volume infused to 249.51ml, ap error codes 0 and 204 were recorded with user confirmation of dose rate .22mcg/kg/min and new vtbi set to 250ml, ap text entry proposal and da 2042. B. Braun melsungen ag has indicated that the software anomaly will be addressed in the next version of infusomat software (version u18). As an interim measure, their investigation identified that the reported device alarm does not occur if the infusion is stopped prior to updating the order if auto-programming is in use. In the case of manual programming halting the infusion prior to adjusting infusion parameters may also prevent occurrence of this or similar alarms. Additionally, b. Braun medical inc. Recommends that any critical, life-sustaining medications where the device alarm has been encountered be removed from auto-programming workflows until release of the updated software. All information concerning this reported incident has been included in our trend analysis of the product line.